Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing.fill cannula was present in the daily history screen; the fill cannula feature functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they runs self test and no vibrate on insulin pump. The customer¿s blood glucose level was 7.4 mmol/l at the time of the incident. The insulin pump will not be returned for analysis.